Event description:
93 year old patient was found with her head between the upper side rail of her bed with the head postition of the bed at 90 deg. Patient was cyanotic and foaming at the mouth, left arm cyanotic and legs mottled and turning blue. The patient was to weak to remove her head from between the siderail. The nurse who operated the bed control to the head of the bed noted that it stuck in the activated position and continued to raise when her hand was removed from the control. There was also an accucare mattess on the bed, however, it was determind not to have played a significant role in the incident. We were able to duplicate the malfunctioning of the bed controls during our investigation. We could not determine if the patient's condition changed prior to the incident or if her head resting between the siderail contributed to the serious change in her condition. Considering that our investigation reasonably suggests that there is a possiblility that the bed may have caused or contributed to the serious change in the patinet's condition, we have, therefore, dicided to report othe incident to the manufacturerinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: other. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.